Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient never had therapeutic benefit. There were no device issues reported for this event. In a later report the patient reported that she has not been able to get in contact with her managing physician regarding the lack of effect. The patient stated that sometimes she had the device on and sometimes she had it off and it did not seem to make a difference with her symptoms. Patient stated that sometimes while she was sitting she would get the feeling that the stimulation had turned up higher than it should be but stimulation had not actually changed. The patient also described a time when she was sitting in a lawn chair with her legs off and "it felt weird." The patient stated that she was able to resolved the feeling of increased stimulation by turning stimulation down and the issue has not occurred since having the device off. The patient has decided to have the device explanted. Patient status is not known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.